Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and elevated cobalt and chromium levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This (B)(6) male underwent a left bhr revision 5 years post implantation due to reported increased pain and elevated cobalt and chromium levels. The revision operative report states that a blood workup was obtained and revealed a normal esr and crp, with no evidence of infection. Intraoperatively, a very large collection of joint fluid that was under pressure was encountered, and the capsule and synovium were inflamed but viable and intact. Neither supporting intra-op findings/images nor pathology/lab results were provided to confirm the reported elevated cobalt and chromium levels. The clinical symptoms of the reported pain and elevated cobalt/chrome levels may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. The source of the reported elevated metal ions cannot be determined. The future impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain elevated cobalt and chromium levels.